Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring. The insulin pump was unable to rewind the pump or verify prime alarms due to blank display. The insulin pump was received with detached end cap, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. The insulin pump had moisture damage found on lcd.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. Customer was not familiar with the drive support cap and could not provide information on whether it was damaged. Customer stated that they were unable to rewind the insulin pump. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.